Event description:
A peritoneal dialysis pt called tech support stating that there was a "supply lines blocked" message in dwell 3 of 4. Pt added that the supply bag was completely empty and the heater bag had some solution in it. There were no identifiable leaks or other reasons for there to be a loss of solution. A check of the treatment data showed that the pt filled with 2298ml in fill 1 and then drained 7407ml in drain 1. Pt does not know where the excess fluid came from. During the tech support call, the pt voiced no concerns of discomfort and claims to have not noticed the excess fluid from the drain. Drain 0: 634; fill 1: 2298, drain 1: 7407; fill 2: 2180, drain 2: 2812; fill 3: 2224, drain 3 -. Pt's pd rn was contacted regarding additional event information. The rn stated that the pt did not report this event to her and that the likelihood of a drain this large would be impossible. The rn mentioned that the pt is a small man weighing approx (B)(6) and would be in a great deal of pain if this were to have occurred. The rn added that both the pt and the pt's wife are very diligent in reporting problems with ccpd to her. As of this date, the pt continues with the cycler. There was no serious injury or medical intervention of any type during or following this event.

Manufacturer narrative:
The pt has reported an overfill greater than 200%. The large drain volume of 7407ml cannot be explained. The cycler has not been returned t the MFR for eval. A supplemental MDR report will be filed upon completion of the investigation.